Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011. The cca was advised the patient manages her diabetes with metformin pills (1000 mg 2x a day). It is not known what action the patient took at the time of the alleged issue; however, stated the patient exercised. The reporter did not specify symptoms the patient developed. The same day of the alleged issue, the reporter stated the patient went to the emergency room (ER) and obtained a blood glucose result of "about 400 mg/dl" with another device. A health care professional (hcp) administered the patient oral medications and insulin (type/ amounts not specified) as treatment. At the time of troubleshooting, the cca was unable to walk the reporter through resolving the alleged issue. This complaint is being reported because the patient allegedly received medical intervention from an hcp after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.